Event description:
It was reported that the rx trek reached the eccentric, de novo, mid left anterior descending (lad) coronary artery lesion, but the rx trek would not hold pressure with the first inflation. The device was prepared according to the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. Another trek was used with the same prowater guidewire without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.